Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Additionally, after a 12-lead electrocardiogram the device had difficulties to be interrogated. It was recommended that this device be replaced. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h10 the returned pacemaker was thoroughly inspected and analyzed. It was confirmed to be operating in safety mode due to the detection of three errors. A longevity calculation confirmed the device was lasting as long as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. No high current draws were identified. The battery was forwarded for detailed testing and no anomalies were noted. Analysis determined this device detected errors but because it passed all testing in the laboratory setting, the root cause could not be determined.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Additionally, after a 12-lead electrocardiogram the device had difficulties to be interrogated. It was recommended that this device be replaced. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Additionally, after a 12-lead electrocardiogram the device had difficulties to be interrogated. It was recommended that this device be replaced. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level for functional, dimensional and visual test was completed to assess the error message. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. The pacemaker passed all returned product testing. A review of the memory log noted 3 class ii system faults. The associated investigation determined that this device fail in the data log analysis with cause not established.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Additionally, after a 12-lead electrocardiogram the device had difficulties to be interrogated. It was recommended that this device be replaced. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.